Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling", "pain", "capsular contracture grade iii-IV", "retropectoral silicone implants with irregular contours", "peri-implant liquid collection is observed in voluminous quantity on the left, associated with enhancement of fibrous capsules", "signs that may be associated with inflammatory/infectious process bilaterally.

Event description:
Healthcare professional reported left side "swelling", "pain", "capsular contracture baker grade iii/IV", "retropectoral silicone implants with irregular contours", "peri-implant liquid collection is observed in voluminous quantity on the left, associated with enhancement of fibrous capsules", "signs that may be associated with inflammatory/infectious process bilaterally". Device remains implanted.